Event description:
It was reported that the arctic sun device temperature sensor off by a small margin. Per sample evaluation, it was reported that the pump number rate was found to be at a high level (close to 2000 hour) so preventive maintenance got performed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was working properly. It was found that the no temperature sensor was found to work out of range. No repairs were made regarding the reported issue. It is unknown if the device was influenced by the reported failure, however the device met specifications for the reported issue during evaluation. The device was not being used for treatment at the time of the reported event. The DHR review is not required as the reported issue was unconfirmed. The labeling review is not required as the reported issue was unconfirmed. The actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device temperature sensor off by a small margin.